Manufacturer narrative:
The date device returned to manufacturer was documented as 2/27/2018 in the initial report and has been updated as 3/22/2018. Device evaluation update: it was reported in the initial report that the reported condition was confirmed. However, upon further evaluation, it was determined that the reported condition was not confirmed as the device was received in good condition. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the nose tube tip flared out, and the device failed cutter insertion. During repair, it was determined that a cutter device could not be inserted into the device due to a broken bearing. It was determined that this was consistent with normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - nose cone, bearings, ball bearings fell apart, missing balls and cage and the extension sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to device design and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Reporter¿s complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.